Manufacturer narrative:
The slx f2 unit is owned by company. After the facility, svc engineer replaced all of the high voltage components (pccu, high voltage cable and high voltage connectors in the flange assembly). At the conclusion of the repair both svc engineer tested the unit and it performed normally. Engineer (cs) met with the customer the following week and verified that the sys was still operating satisfactorily.